Event description:
The report received from the (B) (6) study indicated that the patient had a non st elevation myocardial infarction one day after the index procedure. It was moderate in severity and was medically managed only. The patient was discharged on the same day. Pci was performed on a 90% de novo lesion in the proximal circumflex of 20mm in length in a 3.5mm vessel diameter. The lesion was classified as (b2). There was no calcification or vessel tortuosity. The lesion was pre-dilated with a 3.2x12mm balloon at 15 atm before a 3.5x23mm cypher rx stent was deployed at 15 atm. Timi iii flow was recorded pre and post-procedure. The residual diameter stenosis measured 0%. There were no procedural complications. Pci was performed next on a 70% de novo lesion in the 1st om of 10mm in length in a 2.75mm vessel diameter. The lesion was classified as (b2). There was no calcification or vessel tortuosity. The lesion was pre-dilated with a 2.5x20mm balloon at 18 atm before a 2.75x13mm cypher stent rx was deployed at 14 atm. Timi iii flow was recorded pre and post-procedure. The residual diameter stenosis measured 0%. There were no procedural complications.

Manufacturer narrative:
The report received from the (B) (6) study indicated that the patient had a non st elevation myocardial infarction one day after the index procedure. The event was moderate in severity and the patient was medically managed only. The patient was discharged on the same day. Past medical history that may have increased this patient's risk for mace includes CABG, family history of coronary artery disease, unstable angina pectoris ccs ii, positive functional test for ischemia, hyperlipidemia and hypertension. Pci was performed on a 90% de novo lesion in the proximal circumflex of 20mm in length in a 3.5mm vessel diameter. The lesion was classified as (b2). There was no calcification or vessel tortuosity. The lesion was pre-dilated before a 3.5x23mm cypher rx stent was deployed at 15 atm. Timi iii flow was recorded pre and post-procedure. The residual diameter stenosis measured 0%. There were no procedural complications. Pci was performed next on a 70% de novo lesion in the 1st om of 10mm in length in a 2.75mm vessel diameter. The lesion was classified as (b2). There was no calcification or vessel tortuosity. The lesion was pre-dilated before a 2.75x13mm cypher stent rx was deployed at 14 atm. Timi iii flow was recorded pre and post-procedure. The residual diameter stenosis measured 0%. There were no procedural complications. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes, cardiac enzymes increase or ultimately lead to myocardial infarction in some patients. Based on the information provided, the patient's extensive cardiovascular disease and inherent risk of procedure factors may have contributed to this event. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00016.